Event description:
The pt was reportedly treated for an infection. The infection was treated with oral antibiotics (type unknown). The pt continued to be monitored by the center. The surgeon reportedly, observed a portion of the ics cable exposed through the wound. The surgeon has decided to explant the pt's device. Surgery to explant the pt's device has been scheduled.